Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint was due to water ingress within the unit. The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to a stuck flow sensor. There was no patient harm or serious injury reported as a result of this incident.